Event description:
It was reported that during the procedure the physician was unable to navigate the lead and it never captured properly. After several tries they replaced the lead with another model. No patient complications have been reported as a result of this event.